Event description:
The pt with multiple myeloma was responding to chemotherapy. Peripheral blood apheresis was performed after high dose cyclophosphamide. Total yield of cd34=1.23 x 10 6/kg was obtained. High dose melphelan was given. 4 days later, before reinfusion, the donor tubing on the bag broke off when the bag was taken out of the freezer. Stem cells were exposed to air creating contamination risk. The clinician decided to continue the treatment using stem cells from the broken bag, and the autologous stem cell product was infused uneventfully. The pt developed neutropenic fever 3 days later, and received intravenous antimicrobial agents including tienam, vanycomycin, flagyl, diflucan & acyclovir per protocol recommendation. Sepsis work up revealed stool for clostridum difficile toxin which accounted for diarrhea. Total parenteral nutrition was given for 2 days due to grade 4 gastrointestinal reaction. Wbc engrafted on 1/29/2003, and pt was transferred to general ward for further management. G-csf support was stopped.